Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 27.0, 139.0, 141.0, and 142.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered during advancement, and the ruby coil lp may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the ruby coil lp from its returned position, and during the attempt to advance the ruby coil lp through a demonstration microcatheter due to the kink in the pusher assembly and the ruby coil lp could not be advanced any further. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and damage such as pusher assembly kinks and subsequently fracture may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01581.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01581.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all within its introducer sheath and subsequently, the pusher assembly of the ruby coil lp kinked. Therefore, the ruby coil lp was removed. While attempting to advance another ruby coil lp, the same issue occurred. The ruby coil lp would not advance at all within its introducer sheath; therefore, the ruby coil lp was removed. The procedure was completed using two packing coil lps. There was no report of an adverse effect to the patient.